Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the jetstream xc-2.4 atherectomy catheter with a bsc filter wire ez. The wire was received inside of the jetstream device. The shaft, tip and blades were microscopically examined. Blood was present outside and inside the device and on the guidewire. There was no damage or irregularities to the device. The wire was able to be removed from the jetstream device with no resistance. The returned wire was examined and it was noticed that there was teflon missing on the portions of the shaft, indicating that teflon was scrapped off and inside the jetstream device. Inspection of the remainder of the device revealed no damage or irregularities. No damage or irregularities were identified during analysis to the jetstream device. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was reported that the complaint device was used with a bsc filter wire ez, which is not one of the compatible guidewires per the dfu. The jetstream xc dfu states the following precaution for compatible guidewires: ¿use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system". ¿compatible guidewires: jetwire¿ 0.014 in (0.36 mm) 300 cm, thruway¿ 0.014 in (0.36 mm) 300 cm, abbott vascular hi-torque spartacore¿ 14, abbott vascular hi-torque iron man¿ 0.014 in¿. (B)(4).

Event description:
Same case as: 2134265-2018-05348. It was reported the catheter became stuck on the wire. A 2.4mm jetstream® xc atherectomy catheter and a filterwire ez embolic protection system were selected for an in stent restenosis atherectomy procedure in the left superficial femoral artery (sfa) artery. During the procedure, the jetstream was ran however it was noted that the device stuck on the wire. The whole device was removed and the procedure was completed with an unspecified balloon. There were no patient complications and the patient was fine.